Event description:
Wound v.a.c. Being used on patient when nurse found the a/c charger sitting in a green-colored liquid and the unit began to smoke.======================health professional's impression======================nurse thought that the liquid came out of the a/c charger transformer; however clinical engineering believes it was another source for the liquid and the charger began smoking because of the exposure to the liquid. Clinical engineering could not find any defects in the equipment.======================manufacturer response per site reporter======================wound care nurse contacted kci and gave them information regarding the event.